Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, no complications occurred. Immediately following the implant of the valve, a stroke was identified. An attempt to implant a sentinel distal embolic protection device via right radial access was unsuccessful and residual hemiparesis resulted with no improvement. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information reported that the physician attributed the stroke to the valve and the patient¿s condition had not yet improved. No further adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.